Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead was exhibited high pacing impedance and was failing to capture. The rv lead was not used. The physician continued with second rv lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and high lead impedance were not confirmed. A complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Electrical testing and visual inspection of the lead were normal with no anomalies found.